Event description:
The event was initially evaluated and determined to be non-reportable based upon the information provided. The returned device was received and the event was determined to be reportable. It was initially reported that upon opening the kit in the ccu, the introducer needle was found missing. Follow up information stated that the swg was found unraveled in the ICU prior to insertion. However, the samples received were contaminated with blood indicating that they had been used. The spring wire guide was unraveled. There was no reported delay in treatment. No complications or death occurred to the patient.

Manufacturer narrative:
(B)(4). Evaluation: the customer returned one guide wire and one introducer needle. The returned components were visually and microscopically examined and measured. The returned components appeared used in that the needle had dried blood residue on the hub and in the bevel and dried blood was also observed between the coils of the guide wire. The guide wire was returned protruding from both ends of the introducer needle. The portion of the guide wire that was protruding from the needle bevel was unraveled. Microscopic examination of the needle bevel revealed depressions/ dents in the heal of the bevel which is characteristic of being hit with a hard object such as a wire. The core wire was broken below the bevel but the coil wire remained connected from the distal weld through the needle cannula and hub. Microscopic examination and a manual tug test confirmed the distal weld is complete and intact. The proximal weld also was found complete and intact through microscopic examination and a manually tug test. A break in the core wire was observed just above the needle hub microscopic examination of the edge of the core wire break indicates a straight break possibly from force. The pieces of core wire were measured and no pieces are missing. The od of the guide wire was measured and met specification. The wire could not be removed from the needle without damaging it further. The instruction booklet provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The investigation found no evidence to suggest a manufacturing related cause. The reported complaint that the guide wire unraveled was confirmed through examination of the returned sample. No manufacturing defects were found during this investigation. However, based on the condition of the sample returned, the potential cause of this complaint is procedure/patient anatomy related.